Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and active current measurement. Device received pump error 75 during self test. Device failed sleep current measurement, received unexpected battery power loss and pump error 25, problem isolated to internal lithium battery. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. No blank display anomaly noted during testing. Power connector plugged in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery had been inserted and delivery had been performed, but the screen disappeared and the insulin pump did not start when the customer noticed at night. The battery was replaced, but the alarm occurred, so the customer stopped using the insulin pump and removed the battery. When the customer inserted the battery again and checked it on the next day, it was found that the display was empty even though the reservoir was fully filled. No harm requiring medical intervention. The insulin pump will be returned for analysis.